Event description:
It was reported that, "locking inserts would not seat in plate flush and locking screws were hard to put in and would not seat flush without a lot of force was out in hand."

Manufacturer narrative:
Device remains implanted. No evaluation will be performed. If the device or additional info becomes available, it will be reported on a supplemental report.